Event description:
A driver rx coronary stent system, length 24 mm, diameter 3.5 mm, was intended to treat lesion in a patient. It was reported that the stent would not cross the lesion and, on removal from the patient, the stent struts were destroyed. The target lesion, which was located in the lad, exhibited 85-90% stenosis with little calcification and little tortuosity. It was reported that the target lesion was predilated once to 12 atm with a 3.0 x 20mm balloon. 80% stenosis remained post pre-dilatation. The device was inspected prior to use with no abnormalities noted. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results and conclusions: 80% stenosis remained following pre-dilatation, little calcification, little tortuosity. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specifications. The 10th, 11th, 12th and 13th proximal stent segments were damaged and deformed with a number of struts raised and pulled distally. A number of struts on the 4th, 5th, and 6th stent segments were deformed. There were gaps evident between the mid stent segments. The distal tip was slightly flared.